Event description:
It was reported that the buttons were not responding on the keypad.

Manufacturer narrative:
The pump was returned to animas and the eval revealed that the keypad appears swollen. All keys were intermittently responding and required excessive force to activate. The keypad was removed and the "up and down" key contacts were observed to be misaligned. There was also evidence of keypad adhesive found under all key contacts.